Manufacturer narrative:
(B)(4). The insulin pump not received in stuck manufacturing mode. The pump passed the displacement test. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack in case. Customer's blood glucose level was unknown. . Insulin pump will be returned for analysis and a replacement pump will be sent.